Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is thought that the cause was that foreign matter had become clogged in the nozzle. As for the cause of the foreign matter remaining in the nozzle, it is thought that the foreign matter was generated and remained in the nozzle due to some kind of reprocessing factor, but it was not possible to identify the specific cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited that the air and water flow rate has not reached the standard value due to a blocked nozzle and that there is a foreign object in the nozzle. There was no patient involvement.